Manufacturer narrative:
(B)(4).

Event description:
It was reported that the defibrillation system was explanted due to an infection. Preliminary analysis results showed that the subject ICD was sterilized and released according to applicable standard operating procedures.

Manufacturer narrative:
(B)(4). It was reported on (B)(6) 2016 that the implantation date was (B)(6) 2016.

Event description:
It was reported that the defibrillation system was explanted due to an infection. Preliminary analysis results showed that the subject ICD was sterilized and released according to applicable standard operating procedures.